Event description:
It was reported that the patient experienced a syncopal episode and had an escape rhythm of 40 beats per minute. The lead exhibited over sensing p waves and inhibited ventricular pacing. The capture thresholds had increased. The lead would be scheduled for revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.